Event description:
Country of complaint: (B)(6). Complaint states: outer sterile package stick to the inner sterile package.

Manufacturer narrative:
MFR site evaluation: samples received: (B)(4) open unit. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. The sample received has the first pack sealed to second pack in the 4th sealing. A piece of plastic film is stuck to the aluminum foil. This is due to an accidental effect in the welding machine and this unit was not sorted out by the personnel involved in this process. OEM will inform the personnel involved about this incidence. Final conclusion: taking into account that the sample received does not fulfill the specifications, OEM concludes that the complaint is justified. Actions on product: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.